Manufacturer narrative:
The follow-up was created to the conclusion of the investigation and update the codes. As examination of the components may not conclusively confirm or disprove the report of incontinence quality accepts the physician's observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the sling was ineffective because of incontinence by urethral hypermobility.